Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 58 months ago. Aneurysm morphology was not reported. It was reported the patient had a follow-up CT that demonstrated a type I endoleak. It was reported that the aortic neck has disease progression which resulted in the aortic neck dilatation to 32 mm. The bifurcated stent graft is at the renal arteries, so there is no room to place an aortic cuff. The patient will be monitored. No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: endoleak; disease progression resulting in aortic neck dilatation. Evaluation codes, conclusion: disease progression resulting in aortic neck dilatation.